Event description:
The svc report shows while performing incoming eval on the ventilator, it was found that the volumes were more than 10% lower than specs. The nellcor puritan bennett factory svc technician (fst) verified the ventilator was 11,400 hrs over due for its next scheduled pm level. The tech inspected the vent replaced the cupseal and adjusted the piston guides for pm replaced the worn connecting rod and lower radial bearing to correct the issue. The unit passed extended svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.